Event description:
User noted the water pump, which they had replaced two days prior, broke loose from the instrument, causing a leak that flooded the floor around the area of the analyzer. No injury or harm occurred and no pt samples were involved. The field service representative determined the cause to be tubing connected to external intake tube came apart, and repaired tubing. Performance tests performed and within specification.